Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analysis was performed with no anomalies found. The returned device indicated a set screw with a rounded socket. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was attempted to be implanted but not used. The ICD would not accept a compatible competitor df4 lead. The df4 lead was not able to be inserted into the ICD header, even after several attempts with lubrication applied. The ICD was removed and a new ICD was implanted. No patient complications have been reported as a result of this event.